Event description:
It was reported that during aneurysm embolization and stent placement case, the subject stent encountered resistance during advancement. The subject stent was prematurely deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed and noted to be intact. The sdw was noted to be kinked/bent. The stent introducer sheath distal tip was intact. In the functional inspection, stent difficult/unable to advance or pullback through catheter - unable to perform as the returned stent was found to be deployed and stent deployed prematurely during use was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use' was confirmed during device analysis. The second reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no loaded on the stent delivery wire (sdw) when it was returned for analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that a stent was flushed and introduced into the microcatheter. However, upon just delivering the subject stent into the microcatheter, it was discovered that the stent was accidentally deployed within the microcatheter. The physician replaced it with a new stent and successfully implanted it'. In the follow-up gfe responses it was noted by the user that the microcatheter was inside the patient when this event occurred. The stent was returned for analysis in a deployed condition and was undamaged. The sdw was noted to be kinked/bent at the distal and proximal ends of the wire. The introducer sheath was returned, and it was undamaged. Given the event description and the condition of the analysed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, based on the evidence of the undamaged sheath distal tip opening, it is likely that the sheath subsequently moved proximally at some point prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent partially deploy into the gap created by the proximal sheath movement. The user will then experience resistance while attempting to continue to advance the stent, resulting in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported and the as analysed events listed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during aneurysm embolization and stent placement case, the subject stent encountered resistance during advancement. The subject stent was prematurely deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.